Event description:
It was reported that the patient presented with lumbar spondylolisthesis, lumbar disc disease, low back pain, and lumbar radiculopathy. Per medical records, MRI¿s show disc desiccation with spondylolisthesis at l5-s1, l4-5 has mild disc bulging and degeneration and l3-4 has mild diffuse disc bulging and degeneration. Patient has a segmentation anomaly and his lower lumbar disc is a sacralized level. Patient underwent posterior lumbar interbody fusion l5-s1; posterior dynamics stabilization at l4-5 and l3-4; posterior interbody fusion at l5-s1 through a transforaminal lumbar interbody fusion (tlif) approach on the right; insertion of bak cage at l5-s1 on the right; use of local laminectomy bone for spinal fusion; use of rhbmp-2/acs for posterior spinal fusion and interbody fusion and segmental internal fixation with pedicle screws at l3, l4, l5, and s1 bilaterally. No patient complications were reported. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.